Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's medical history included sexually transmitted disease nos, herpes simplex, acute cystitis, neck pain, pharyngitis, viral syndrome, herpes genitalis and threatened abortion. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included urinary tract infection, breast tenderness, acute vaginitis, hypermenorrhea, uterine fibroid and gastroesophageal reflux disease. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("extremely painful and heavy menstrual cramps/ , dysmenorrhea (cramping)/ painful periods cramps as bad as childbirth"), 29 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced menstrual disorder ("menstrual blood clots"), iron deficiency ("iron deficiency"), migraine ("migraines") and headache ("headaches"). The patient was treated with ethinylestradiol; norethisterone acetate (loestrin) and surgery (anticipated or scheduled date: (B)(6) 2018 or early 2019). At the time of the report, the pelvic pain and menorrhagia outcome was unknown and the menstrual disorder, iron deficiency, dysmenorrhoea, dyspareunia, migraine, headache, vaginal haemorrhage, female sexual dysfunction, bladder disorder and urinary tract disorder had not resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, iron deficiency, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms in 2016, essure as the probable cause of her symptoms, but is hesitant to perform a hysterectomy at this point due to her young age and she is currently investigating her options for removal of the essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: case became incident. Scheduled essure removal details updated. Intervention ticked. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 24-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's medical history included sexually transmitted disease nos, herpes simplex, acute cystitis, neck pain, pharyngitis, viral syndrome, herpes genitalis, threatened abortion, pap smear abnormal, right upper quadrant pain, menses irregular, nausea, spotting vaginal, blood in urine, left lower quadrant pain, ovarian cyst, urinary tract infection, lower abdominal pain and vaginal pain. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included urinary tract infection, breast tenderness, acute vaginitis, hypermenorrhea, uterine fibroid and gastroesophageal reflux disease. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced dysmenorrhoea ("extremely painful and heavy menstrual cramps/ , dysmenorrhea (cramping)/ painful periods cramps as bad as childbirth / severe pain during periods"), 29 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse) / intercourse being too painful"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual blood clots"), iron deficiency ("iron deficiency"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and gastrooesophageal reflux disease ("gastroesophageal reflux disease"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate and surgery (robotic hysterectomy with bilateral salpingectomy - with cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and gastrooesophageal reflux disease outcome was unknown, the menstrual disorder, iron deficiency and headache had not resolved and the dysmenorrhoea, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, iron deficiency, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms in 2016, essure as the probable cause of her symptoms, but is hesitant to perform a hysterectomy at this point due to her young age and she is currently investigating her options for removal of the essure devices diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain, vaginal haemorrhage, abdomen pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and medical records received. Events added from pfs- abdominal pain, heavy bleeding, gastroesophageal reflux disease. Outcome of events were updated. Date of removal were added. Reporter information, medical history, lab data, concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.